Manufacturer narrative:
Implant date: unknown date in 2011. Explant date: unknown date in 2011. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 22, 2011. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the peek was implanted to patient in 2011 and the surgeon removed it due to infection in 2011. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis additional information received november 4, 2016. Implant date was an unknown date in (B)(6) 2011 the device is not expected to return for investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implants were implanted on an unknown date in (B)(6) 2011. Patient status after the successful explant surgery is stable.